Event description:
On (B)(6) 2021,senseonics was made aware of an incident where user reported that due to the infection at insertion site the sensor fell out of the arm.

Manufacturer narrative:
The user reported that due to the infection at insertion site the sensor fell out of the arm. The possible root cause for the sensor fell out of the arm could be infection. User seems to be doing fine.